Event description:
It was reported that a spectrum iq infusion pump infused earlier than expected during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump finish infusion 1/2 hour early" was not reproduced. The device was sent for flow testing and passed . The event history log review was completed, multiple infusions were started and completed on the last days of customer use no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.